Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID #(B)(4).

Event description:
Same case as 2134265-2018-01546 and 2134265-2018-01681. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it got freeze during pullback a message prompting to perform reboot was displayed on the touch panel however it did not respond even if it was pressed so force termination was performed. After that, it was on a not in used status. Details of the message was not confirmed. No patient complications were reported.